Manufacturer narrative:
Article citation: espinosa-barberi, glenda, "efficacy of the ologen collagen matrix in combination with the xen gel stent implantation in the treatment of open-angle glaucoma: a case-control study." Clinical & experimental ophthalmology, may 27,2020. Pages 1-3. Further information from the reporter regarding event, product, or patient details has been requested from the author. No additional information is available at this time. The events of gel stent breakage, exposure, low intraocular pressure, and glaucoma progression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "efficacy of the ologen collagen matrix in combination with the xen gel stent implantation in the treatment of open-angle glaucoma: a case-control study" noted that patients with the xen 45 gel stent experienced the serious adverse events of 3 eyes total experienced implant extrusion ; 1 patient experienced a xen implant rupture ; 1 patient experienced hypotonia and implant breakage ; and that 2 patients required a trabeculectomy sometime after xen implant.